Event description:
It was reported that a balloon rupture occurred. A 5mm x 2.0cm x 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon rupture at 4atm. The device was removed intact and the procedure was completed with a different device. There were no patient complications reported. It was further reported that the 80% stenosed target lesion was located in the mildly tortuous and mildly calcified venous anastomosis at the elbow region. During at first inflation, the balloon was ruptured.

Event description:
It was reported that a balloon rupture occurred. A 5mm x 2.0cm x 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon rupture at 4atm. The device was removed intact and the procedure was completed with a different device. There were no patient complications reported.